Event description:
A healthcare professional (hcp) reported that the mainframe and interface had no signal at the second input and froze up. The tube and the probe have been exchanged several times but both devices have the same problem. There was no patient impact. The surgeon did not see any response curve on the screen on channel 2 during the thyroidectomy procedure. There was no error message. There was simply no signal on channel 2. The current stim return did not show "0" indicating that the current is not being delivered. The channel 1 showed a response signal at the same time. All cables were disconnected and then re-connected. The interface was exchange and lastly the whole system was exchanged intraoperatively. There was a back-up device used and the same issue occurred. It was exchanged one time in each procedure, and as they told us that the incident had happened two times, there have been two exchanges in total (one for each procedure). The reason for the exchanges was too eliminate the problems they had. Even if they don¿t know the cause, they try to exchange what can be exchanged to reach a normal working condition.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.